Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The buffer nozzle pointed into the sample cup cause a lot of bubbles, and when primed the buffer solution not having an even stream and pushing bubbles out. The reagent syringe was also defective. The fse replaced the buffer valve and reagent and buffer syringes to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for multiple analytes.